Event description:
The manufacturer received information alleging a ventilator had no power and a low inspiratory pressure error. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the no power and error code were confirmed. The power management and active exhalation control module were replaced to resolve the issue. The device ran for 2 hours and passed all testing.